Manufacturer narrative:
Device evaluation summary: one portex bivona flextend tts tracheostomy tube was received for investigation. Immediate visual inspection detected no issues with blockage of air, but did notice the device was slightly asymmetrical. After measuring the device, it was determined to still be within the specification for symmetry. The device passed symmetry tests when inflated with air, not water, but it was determined the product still meets all in-process specifications. A DHR review was also completed and it was confirmed that all inspection and release requirements were met for the devices in the lot prior to shipping the product. Based on the evidence and testing, the complaint allegation was not confirmed.

Event description:
Information was received that a smiths medical tracheostomy had a cuff noted to only be inflating halfway after being cleaned. No patient adverse events resulted.